Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that on the ICD check that the lead impedance was not normal (several times sic). The physician confirmed with testing the there was a loose pin. The loose pin was reconnected on (B) (6) 2010 and the lead remains in use. No other patient complications were reported.